Event description:
The manufacturer became aware of an allegation of a ds2adv auto CPAP, the patient alleges that the device does not turn on. A device was returned to a third-party service center. During the evaluation of the device, they found out that the pca burned. Blower by error 20. Auto CPAP advance burned. Ui bezel plus scratched. Damaged parts replaced and device cleaned. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.